Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the investigation analysis of punctured sheath. Block h11: investigation results the returned expect pulmonary needle was received for analysis. Visual examination revealed that the was needle bent. In addition, the sheath was observed to be punctured under microscopic inspection. The reported event was confirmed. Based on the available information, if excessive force is applied to complete punctures during the procedure, the needle may be affected by this manipulation. Additionally, since the needle was observed to be bent, during actuation it did not emerge as intended and instead punctured the sheath, which also caused difficulties when attempting to extend the needle during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used during a procedure on an unknown date. During the procedure, it was reported that the needle did not come out. The procedure was completed with another of the same device. There are no known patient complications due to this event. Note: this event has been deemed a reportable event based on the investigation finding of inner shaft or sheath detachment of device or device component. Please see block h11 for full investigation details.